Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm during manual prime noted. Pump received with minor scratches to the display window, cracked case at the display window corners, cracked display window, cracked belt clip slot and cracked reservoir tube lip. (B)(4). Refer to medwatch # 2032227-2016-42741.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she had issues with no delivery alarms. The blood glucose reading was 520 mg/dl. The customer changed the infusion set and treated with a bolus and manual injection. The customer also reported cracks at the reservoir compartment. The no delivery alarm occurred during the manual prime. The customer was unable to troubleshoot at the time of the call and reported that the issue was resolved with a complete set change. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.